Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a large volume infusor backflowed at the filling port. The set was filled with 200ml of saline and no backflow was observed. The device was then filled with an unspecified medication with a volume of 45ml to 48ml. This when the backflow was observed. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the device was manufactured from september 6, 2019 - september 9, 2019. The device was received for evaluation containing approximately 20ml of fluid in the bladder. Visual inspection revealed a leak/backflow at the fill port when it was removed. The cause of the leak/backflow was due to a solid, gray particles measured to be 0.30 to 0.80 square mm, lodged under the device checkband. The particle was subsequently identified to be polyurethane material via ftir scan test. The suspected cause of the gray particles becoming lodged under the checkband is user filling technique; however, this cannot be confirmed. Therefore, the reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.